Event description:
Baxter europe reported that the connection between the blue and white part of the transfer set was broken and would not clip in.

Manufacturer narrative:
Should the device be returned, a follow up medwatch report will be submitted upon completion of the evaluation. A batch review was completed and there were no exceptions or issues noted.